Manufacturer narrative:
The reported events of oversensing noise and inappropriate mode switch were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture sleeve tie down impressions. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone consistent with fraction to the device can.

Event description:
Additional information was received that the ra lead was explanted and a new ra lead was implanted to resolve the event. The patient remained stable.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. No intervention has been completed. The patient is stable and will continue to be monitored.